Manufacturer narrative:
Case outcome: batch records for final product manufacture and qc record for cfl4080003 were reviewed and no abnormal issue was found in manufacturing process, technical testing and quality control inspection, and the manufacturing process is complied with dmr. The test results of retention samples from cfl4080003 met the qc criteria. The complaint issue was not found from the retained cassettes. The complaint is not verified. The following fields are updated: b4, "date of this report" - date of follow-up report. G6, "type of report" - follow-up #1. H2, "if follow-up, what type?" - updated to "additional information" and "device evaluation." H3 - device evaluated by manufacturer. H6 "adverse event problem" - event problem and evaluation codes such as "investigation findings" and "investigation. Conclusions" are added per investigation. H10 "additional narrative/data" - updated based on manufacturer investigation.

Event description:
Invalid result(s). Customer purchased a flowflex plus kit and the results are very hard to interpret. The test area is smeared red which makes it very hard to read the result. Picture provided. The test was performed correctly. The kit was purchased at cvs.

Event description:
Invalid result(s). Customer purchased a flowflex plus kit and the results are very hard to interpret. The test area is smeared red which makes it very hard to read the result. Picture provided. The test was performed correctly. The kit was purchased at cvs.

Manufacturer narrative:
The current complaint is pending investigation from acon's contract manufacturer. Acon will submit a follow-up MDR upon investigation completion. Any additional information received by acon may be included with a follow-up MDR.